Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid was dripping from stopcock. Noted crack on stopcock - scrubbed line and replaced stopcock. The reported product fault occurred during infusion and no patient harm was reported.